Manufacturer narrative:
The device was not returned to stryker for evaluation. The cause of the reported issue could not be determined. H3 other text : not returned to manufacturer

Event description:
The customer contacted stryker to report that their device displayed ¿abnormal energy delivery¿ when delivering defibrillation therapy into a defibrillation analyzer. The customer advised that this was observed only at 30 joules. In this state, wrong defibrillation therapy may be delivered to the patient. There was no patient use associated with the reported event.